Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with the tubing, specifically, the tubing kinked more often than not. No further information available.